Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the station would not turn on. A field service engineer (fse) found that the rails of half-height drawer 3-1 had been pushed to the back of the drawer. The fse disconnected the pyxibus cable connector on the drawer, and the carefusion application launched successfully. All drawers were working except for auxiliary drawer 3. Later, the fse discovered that the half-height cubie drawer had failed due to damaged drawer slides. The fse replaced the drawer slides and the half-height cubie drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed, produced an electrical spark, and emitted a burning odor. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.